Event description:
According to the facility, a patient presented to the clinic for a routine, monthly exchange. A syringe was attached to the balloon port of the catheter to drain fluid from the balloon.

Manufacturer narrative:
According to the facility, a patient presented to the clinic for a routine, monthly exchange. A syringe was attached to the balloon port of the catheter to drain fluid from the balloon. The syringe was detached and reattached several times but it did not result in the fluid draining. The fluid was not draining from the balloon port of the catheter from the port. A pair of scissors was used to cut the catheter approximately 2 inches proximal to the port end but it did not result in fluid draining. A second cut was made approximately 8 inches proximal to the port end of the catheter, at which time the fluid from the balloon was drained. After this, with the balloon fully deflated, the catheter was removed from the patient. No harm reached the patient. There was no further information. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.